Event description:
It was reported occlusion alarms occurred causing the blood glucose (bg) level to rise to 515 mg/dl. Elevated bg was addressed with a correction dose using pump, and occlusions were resolved with a supply change, insulin therapy was resumed. The customer reported using the cartridge longer than recommended and received education from tandem technical support that cartridge should be changed every 48 hours with humalog brand insulin.